Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/21/2021. Additional information was requested, and the following was obtained: when (date/ #post-op days) was the regular check-up during which the doctor found the stitch was still in place and had not started to dissolve? (B)(6); (B)(6); (B)(6). What was the ¿knot related issue¿? Please describe. That it hadn't dissolved as usual. Was the vicryl suture removed on planned date? If yes: what was a reason/indication for removal? As the knot was still fully intact she removed the suture. Usually the stitch has disappeared. Was the suture removed in the surgical procedure? In the post op appointment it was yes. What was the suture appearance at the time of removal? Fully intact had not started to dissolve. Was the wound required to be re-sutured? No as the wound was healed was the wound healed? Yes the wound was fine. Were there any patient consequences/symptoms? Please specify. No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive event clarification/additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When (date/ #post-op days) was the regular check-up during which the doctor found the stitch was still in place and had not started to dissolve? What was the ¿knot related issue¿? Please describe. Was the vicryl suture removed on planned date? If yes: what was a reason/indication for removal? Was the suture removed in the surgical procedure? What was the suture appearance at the time of removal? Was the wound required to be re-sutured? Was the wound healed? Were there any patient consequences/symptoms? Please specify. Additional information was requested before, and the following was obtained: could you please confirm if the same lot was used for the 3 procedure? Unknown ¿ they haven't kept a record of this could you please provide lot number? Unknown. Was any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose - no. What is the current condition of the patient? Patient is fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a bone anchored hearing device insertion procedure on (B)(6) 2021 and the suture was used with in out, out in stitching technique. Then the patient came back for a regular wound check and it was found that the stitch was still in place and had not started to dissolve. It was observed under a microscope that the suture was still fully intact. The patient was file and had to have no further treatment than having their stitch out which was planned on (B)(6) 2021. As it was reported, the suture should have been dissolved or had started to breakdown by this time. Additional information has been requested.